Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that reservoir smelled like insulin and was sticky. The blood glucose reading was 226 mg/dl. Leak was noticed during an infusion set change. Customer is unsure if leak is past the first or second o-ring. Nothing further reported.